Event description:
It was reported the patient experienced a loss of therapeutic effect two to three months prior to call. They were not making it to the bathroom. Increasing stimulation made the symptoms worse. Changing the program did not help. The patient experienced an overstimulation sensation a month prior to call. The patient¿s healthcare provider increased stimulation and it gave the patient a nervous, jittery feeling. Decreasing stimulation resolved the issue. The patient then had a shocking or jolting sensation. The first instance was two to three weeks prior to call when the patient bent over. The second was when the patient laid down. Stimulation also seemed to ¿rev up.¿ the issue resolved without settings being adjusted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v081129, implanted: (B)(4) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(4) 2008, product type: programmer, patient. (B)(4)

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient would have an appointment with their manufacturer representative on (B)(6) 2015 and an appointment with their hcp on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was determined to be weight gain and it was unknown if it was device related. The troubleshooting, intervention, or other action taken to resolve the event was that the device was reprogrammed. The patient was last seen by their urologist 4 years ago. The patient underwent a hysterectomy for dysfunctional bleeding and fibroids, after which they gained 40 lbs. In weight. The patient was seen by their hcp on (B)(6) 2015 and their device was shocking them. The patient had lower back pain, lower abdominal pain, muscle pain, leg pain, return of their urge urinary frequency and urinary frequency, and seasonal allergies. The loss of therapeutic effect was gradual. The patient used trazodone to help with bladder pain. The patient shut off their device after receiving shocks, but prior to that time the patient had tried different programs without improvement in symptoms. The patient denied any recent fall or impact injury to the device area. Device interrogation revealed normal impedance check ranging from 556 to 1037 ohms and the battery life was 84 months. The device was reprogrammed to program 1 with 3 positive and 0 negative where the patient felt sensation in their vagina but had some shocking symptoms over the hip area while standing. The amplitude was reprogrammed to 1.15v. Program 3 was set with 2 negative and 1 positive and the amplitude was decreased to 1.65v after the patient had shocking pain in the right buttock. The sensation was present in the vagina. Program 2 was reprogrammed to 3 positive and 1 negative. The patient would try the current settings and follow-up to see the manufacturer representative. The patient would recheck with their hcp in 3 months. It was unknown how the patient was doing now. Refer to manufacturer's report #6000032-2015-00096 for the patient's previous ins replacement.